Manufacturer narrative:
Product analysis summary: device returned for evaluation. The stent was not present on the balloon and did not return for analysis. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. A kink was evident on the distal shaft. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a photograph of a dislodged stent was reviewed, extensive deformation is evident to the entire stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent crossed the lesion but was not positioned correctly. The stent was not deployed. The stent was removed. It was reported that the stent came off the delivery system when storing the device to make the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: negative prep was not performed. Resistance was not encountered when advancing the device. It was not known when the stent came off the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a lesion. There was no damage noted to the packaging or any issues noted when removing the device from the packaging. The device was inspected with no issues noted. The lesion was pre-dilated. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The patient was reported to be alive with no injury. The procedure was not completed. The image provided shows a stent dislodged from the delivery system.